Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient went to a cardiologist for refusal checkup. Patient informed the rep that every time scs was on, it was interfering with his heart beat which was checked while EKG was performed. According to the cardiologist, this could cause heart muscle weakness. No diagnostic performances performed. The scs was explanted. Issue resolved at this time. No further complications were reported/anticipated.